Event description:
It was reported that this implantable pacemaker recorded an alert for atrial arrhythmia burden. It was observed that the presenting electrogram (egm) shows functional loss of capture (loc) of atrial pacing due to the atrial tachycardia. In addition, there is an isolated undersensed atrial signal observed on the presenting egm. Further in-clinic assessment of programmed parameters was recommended. The device remains in service. No adverse patient effects were reported.